Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported fatigue and mitral regurgitation/mr were cascading events of reported slda. The reported patient effects of fatigue and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event - estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1-2. Sometime in (B)(6) 2021, the patient developed shortness of breath. Echocardiogram was performed and identified the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr had increased to 4. On (B)(6) 2021, a second mitraclip procedure was performed. One clip was implanted without issues, however mr remained at 4. There are plans to perform mitral valve replacement surgery on the patient possibly next week. No additional information was provided.